Event description:
It was reported that the patient was experiencing pain. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred onset in early 2025 prior to the date the manufacturer became aware. Block d6b: explant date: 2025.